Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the two instruments would not engage properly, with the extraction screw thread suspected to be damaged prior to use. The hammer guide had previously threaded onto another instrument without issue, but during the nail extraction procedure, the surgeon was unable to fully tighten the two instruments as the threads crossed. After the nail was extracted, the instruments could not be unthreaded and were sent to sterile services for further handling. The event resulted in a minor surgical delay of approximately 5¿9 minutes, with the procedure outcome reported as good.